Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "during use on patient, the catheter broke and became embedded in the patient's tissue. An incision was made to remove the broken catheter. Additionally, the guidewire did not detach smoothly." Additonal information received states "after advancing the slider, it could not be pulled when attempted resistance was encountered". Further report received states "the patients tissue was incised to remove the broken catheter, but condition remains stable." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00304 and 9680794-2025-00297.

Manufacturer narrative:
Qn#(B)(4). The customer provided two images for analysis. The complaint of catheter separation was confirmed by the images. Photo one shows the catheter separated into two pieces with biological material along the extrusion. Photo 2 shows the needle and spring wire guide/tube with obvious damage to the guidewire. The customer also returned one catheter, needle, and spring wire guide/tube for analysis. Signs of use in the form of biological material were observed on the sample. Visual analysis revealed that the catheter body was severed around the middle of the catheter body. Microscopic examination confirmed the damage and revealed that the point of separation was angled with no evidence of stretching, which is damage consistent with the catheter being retracted back upon the needle bevel during use. The catheter body was separated 10mm from the catheter hub. The catheter body outer diameter measured 0.035", which is within the specification limits of 0.035" - 0.037" per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation measured 0.028", which is within the specification limits of 0.027" - 0.029" per the catheter extrusion product drawing. The cannula outer diameter measured 0.0250", which is within the specification limits of 0.0250" - 0.0255" per the cannula product drawing. The inner diameter was 0.016". Functional inspection could not be performed due to the condition of the returned catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". It also states, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report of a separated catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed 10mm from the catheter hub. Both ends were completely deployed off the cannula. The appearance of the points of separation was consistent with damage resulting from the catheter coming in contact with the needle bevel. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review, based on a potential lot from sales history, did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during use on patient, the catheter broke and became embedded in the patient's tissue. An incision was made to remove the broken catheter. Additionally, the guidewire did not detach smoothly." Additonal information received states "after advancing the slider, it could not be pulled when attempted resistance was encountered". Further report received states "the patients tissue was incised to remove the broken catheter, but condition remains stable." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00304 and 9680794-2025-00297.